Event description:
On 02/19/1999, the physician reported that electric actuation of the pump had failed and that they had resorted to backup pneumatic actuation. This failure occurred after flexing of the percutaneous driveline/tube.